Event description:
It was reported that the motor device had a cut in the cord. The reporter clarified that the location of the cut was "close to the hand piece, approximately one to two feet away from it". It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed and the reported condition was confirmed. The assignable root cause was attributed to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.